Manufacturer narrative:
The device was received for evaluation. During functional testing, an under infusion occurred. A review of the event history log revealed the customer reported problem could not be confirmed through the event history log. The customer did not provide an event occurrence date or event parameters and no abnormalities were observed during the last days of customer use. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The device was determined to be within specification and no correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an under infusion. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.